Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer stated pumps keeps alerting power failure detected and he changed the battery but did not resolve issue. Customer stated has called to troubleshoot power error before. The customer was assisted with troubleshooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification and passed self test and displacement test. Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.